Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console and did not have their hand on the hand control. There was no injury to the patient and no delays.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the customer contacted a technical support engineer (tse) and reported that the surgeon was complaining that the left master tool manipulator (mtml) was slightly drifting. The tse asked if this drift was occurring while the surgeon had their head in the console or not. The tse then explained the safety interlock of the head sensor and if their head or something was still blocking the sensor it would be possible for the master tool manipulators (mtm) to move. The customer was not able to ask the surgeon if this was happening at the time and could not confirm and would like the system inspected. The tse reviewed the logs and found no associated errors. The customer was proceeding with the case. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the left and right master tool manipulators (mtm) due to drifting issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm) has been returned and evaluated, and the reported problem was confirmed but not replicated. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto a surgeon side console fixture test platform (sftp) system where all tests passed within specification. Once testing was completed, the mtm was inspected but no faults could be identified. Failure analysis was able to conclude that the calibration is consistent with the reported event and is the root cause of the reported event. The second mtm was returned for failure analysis, and the reported problem was confirmed and replicated. The system logs showed an error indicating a motor voltage tracking fault on the mtm axis 1, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto a surgeon side console fixture test platform (sftp) where it failed the sine cycle test. Failure analysis was able to conclude that the axis 1 motor was found to be the root cause of the reported event.